Manufacturer narrative:
Not returned.

Event description:
It was reported that the asymptomatic patient presented in clinic for a routine follow-up. Upon device interrogation, stored egms showed episodes of non-sustained rv oversensing due to post-paced t-wave oversensing. Programming changes were made.